Event description:
The user experienced a shift in quality control results from measuring cell 2 and recalibrated all the assays. The user then pulled and retested all samples run since the last acceptable qc results. Of the data provided, six results were discrepant. Sample 1 initial t4 result was 4.2 ug per dl, repeat result was 5.51 ug per dl. Sample 2 initial t4 result was 4.5 ug per dl, repeat result was 6.08 ug per dl. Sample 3 initial t4 result was 4.6 ug per dl, repeat result was 6.30 ug per dl. Sample 4 initial t4 result was 4.2 ug per dl, repeat result was 4.79 ug per dl. Sample 5 initial t4 result was 4.5 ug per dl, repeat result was 6.22 ug per dl. Sample 6 initial free t3 result was 0.55 pg per ml, repeat result was 1.8 pg per ml. The initial results had been reported and corrected reports were issued. When questioned concerning the pts being treated or adversely affected due to the initial results, the user stated the laboratory does not have that kind of info. The field service representative determined the high voltage needed adjustment as it was slightly out of specification. He adjusted the high voltage and ran a cell blank calibration on measuring cell 2. To verify the analyzer performance, he ran calibration and qc.